Event description:
While injecting through a needless port on the IV extender, the inner assembly came loose, creating an opening in the tubing that could not be capped or occluded. The dressing over the IV was taken down, took the extender off the IV catheter, replaced the extender, filled it with IV fluid, attached it to the catheter, redressed the IV, finished injection of anesthesia induction agents, all the while monitoring patient's vital signs.